Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log did not indicate any alarm relative to the reported issue of device overheated. A visual inspection was performed with no issues noted. Functional tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device over heated. This event occurred during set up/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.